Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that an unspecified alarm occurred during the load sequence. Customer did not have a new cartridge to load onto the pump. Blood glucose level was 347 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.